Manufacturer narrative:
(B)(4). If any additional information is received, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating that the bending rubber was leaking, but the image was normal, involving a pentax medical video bronchoscope model eb-1575k, serial number (B)(4). The issue was observed in the operating room, it is unknown if the device was in use at the time. On 08-jun-2021, a device history record(DHR) review for model eb-1575k, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 13-feb-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-feb-2018. Investigation is in-process.